Event description:
A patient with right single ventricle defect underwent fontan operation and then valve implant with a carbomedics mitral heart valve . Eight years later, reoperation was required due to leaflet immobility. Thrombus flowed into the orifice and was trapped on the pivot area resulting in leaflet stuck with closing position. A large thrombus was visually confirmed. After removing thrombosis in the atrium, a new valve (ats mechanical valve 23mm) was implanted instead.

Manufacturer narrative:
The explanted valve was received by livanova for analysis. The review of device history records confirmed that the prosthesis sn (B)(4) was conforming to all specifications, at the time of manufacture and release, including a function test of the valve in a hydrodynamic tester. The visual inspections performed on the returned valve confirmed the absence of manufacturing defects. The subject prosthesis was characterized by regular mechanical, kinematic and hydrodynamic behaviour as determined by means of hydrodynamic tests performed on the returned valve. The leaflet immobilization cannot be attributed to any abnormal features of the explanted prosthesis. It is possible that a inflammatory reaction secondary to patient conditions and risk factors may have contributed to the documented thrombus formation. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device.